Event description:
Customer reported the tubing and propofol (1000mg/100ml) glass vial combination has tendency to leak around the spike the spike is completely inserted into the vial bung and is inserted within the designed ring on the vial bung. Customer is thinking the spike is not meant for this application and that may be an adapter is needed. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The set has been rec'd but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once the evaluation has been completed.